Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their right atrial (ra) lead capped and replaced on (B)(6) 2025 due to an oversensing issue. No patient condition or further information could be obtained.